Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18433, 1627487-2022-01624 it was reported that during patient's ipg replacement procedure on (B)(6) 2022, the leads were discovered to be fractured. The leads were explanted and replaced.